Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced the infusion set fell off due to adhesive issue event on (B)(6) 2026. The infusion set was in use for forty eight hours. Due to the event, patient experienced high blood glucose level and was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully.